Event description:
It was reported that the implantable cardiac defibrillator had delivered inappropriate high voltage therapy. Upon reviewing the stored electrograms it was noted that the episodes of atrial fibrillation with rapid ventricular response led to several episodes of misdiagnosed ventricular fibrillation. As a result of which the patient received several inappropriate shocks from the device. No further information was available.